Event description:
It was reported by service report that the big wheel would not disengage from steer, which could result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
PMA/510(k)# was added. This was not included in the previously issued initial report for this complaint.

Event description:
It was reported by service report that the big wheel would not disengage from steer, which could result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.